Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and menorrhagia ("excessive menstrual cycles and abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain, back pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain and menorrhagia to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptonis. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), anger ("hormonal changes describe: angry"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain / pelvic pain"), visual impairment ("vision/eye problems type,"), fatigue ("fatigue,"), weight increased ("weight gain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal distension ("bloating"), abdominal pain upper ("stomach pain"), adnexa uteri pain ("ovarian pain"), anxiety ("anxiety"), endometriosis ("endometriosis") and eye disorder ("vision/eye problems type,"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain, back pain, menorrhagia, anger, female sexual dysfunction, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, pelvic pain, visual impairment, fatigue, irritable bowel syndrome, abdominal distension, abdominal pain upper, adnexa uteri pain, endometriosis and eye disorder outcome was unknown, the weight increased was resolving and the anxiety had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adnexa uteri pain, anger, anxiety, back pain, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Current weight 109 lbs. Approximate weight at the time of essure placement 153 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Most recent follow-up information incorporated above includes: on 11-oct-2018: new pfs received: new events added: hormonal changes describe: angry, apareunia, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia, vaginal discharge, vision/eye problems type, fatigue, weight gain, gastrointestinal or digestive system condition type: ibs, other injury(ies) or complication(s) please describe: bloating, pelvic pain, endometriosis, stomach pain, ovarian pain, patient did not underwent essure confirmation test were added. Outcome of event weight gain anxiety from unknown to recovered/resolved were updated. New reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pateint did not undergo essure conirmation test". The patient's medical history included placenta previa, multigravida (3), parity 2 (2) and twin pregnancy (had them 6 weeks early). Previously administered products included for birth control: mirena from 2007 to 2011. Past adverse reactions to the above products included abdominal distension with mirena. On (B)(6)2013, the patient had essure inserted. In 2014, the patient experienced the first episode of anxiety ("anxiety"). On(B)(6)2014, the patient experienced pelvic pain ("pain / pelvic pain"), fatigue ("fatigue,") and the second episode of anxiety ("anxiety"), 10 months 23 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms/menorrhagia"), anger ("hormonal changes describe: angry"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type,"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal distension ("bloating"), abdominal pain upper ("stomach pain"), adnexa uteri pain ("ovrian pain"), endometriosis ("endometriosis"), eye disorder ("vision/eye problems type,") and vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax), codeine phosphate;paracetamol (tylenol with codeine no.3) and surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed in october 2014. At the time of the report, the abdominal pain, pelvic pain, back pain, menorrhagia, anger, female sexual dysfunction, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, irritable bowel syndrome, abdominal distension, abdominal pain upper, adnexa uteri pain, endometriosis, eye disorder, vaginal haemorrhage and the last episode of anxiety outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adnexa uteri pain, anger, back pain, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptonis current weight 109 lbs. Approximate weight at the time of essure placement 153 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Most recent follow-up information incorporated above includes: on(B)(6)2018: pfs received. Following events were added:anxiety, abnormal bleeding(vaginal,menorrhagia).event onset dates added. Medical history added.treatment drugs added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included weight gain from 2007 to 2011, placenta previa, multigravida (3), parity 2 (2), twin pregnancy (had them 6 weeks early), cervicitis, dysfunctional uterine bleeding and uterine prolapse. Previously administered products included for birth control: mirena from 2007 to 2011. Past adverse reactions to the above products included abdominal distension with mirena. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced the first episode of anxiety ("anxiety"). On (B)(6) 2014, the patient experienced pelvic pain ("pain / pelvic pain"), fatigue ("fatigue,") and the second episode of anxiety ("anxiety"), 10 months 23 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), heavy menstrual bleeding ("excessive menstrual cycles and abnormal symptoms/menorrhagia"), anger ("hormonal changes describe: angry"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type,"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal distension ("bloating"), abdominal pain upper ("stomach pain"), adnexa uteri pain ("ovarian pain"), endometriosis ("endometriosis"), eye disorder ("vision/eye problems type,") and vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax), codeine phosphate;paracetamol and surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, pelvic pain, back pain, heavy menstrual bleeding, anger, female sexual dysfunction, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, irritable bowel syndrome, abdominal distension, abdominal pain upper, adnexa uteri pain, endometriosis, eye disorder, vaginal haemorrhage and the last episode of anxiety outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adnexa uteri pain, anger, back pain, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, irritable bowel syndrome, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Current weight 109 lbs. Approximate weight at the time of essure placement 153 lbs. Discrepancy noted for date of removal: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received. Reporter information, medical history added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included weight gain from 2007 to 2011, placenta previa, multigravida (3), parity 2 (2), twin pregnancy (had them 6 weeks early), cervicitis, dysfunctional uterine bleeding and uterine prolapse. Previously administered products included for birth control: mirena from 2007 to 2011. Past adverse reactions to the above products included abdominal distension with mirena. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced the first episode of anxiety ("anxiety"). On (B)(6) 2014, the patient experienced pelvic pain ("pain / pelvic pain"), fatigue ("fatigue,") and the second episode of anxiety ("anxiety"), 10 months 23 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), heavy menstrual bleeding ("excessive menstrual cycles and abnormal symptoms/ menorrhagia"), anger ("hormonal changes describe: angry"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/ eye problems type,"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal distension ("bloating"), abdominal pain upper ("stomach pain"), adnexa uteri pain ("ovarian pain"), endometriosis ("endometriosis"), eye disorder ("vision/ eye problems type,") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax), codeine phosphate; paracetamol and surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, pelvic pain, back pain, heavy menstrual bleeding, anger, female sexual dysfunction, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, irritable bowel syndrome, abdominal distension, abdominal pain upper, adnexa uteri pain, endometriosis, eye disorder, vaginal haemorrhage and the last episode of anxiety outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adnexa uteri pain, anger, back pain, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, irritable bowel syndrome, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Current weight (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Discrepancy noted for date of removal: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.